Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was exhibiting what appeared to be diaphragmatic oversensing which inhibited pacing in this pacemaker dependent patient. Defibrillation testing has been completed to ensure apprpriate ventricular fibrillation (vf) sensisng; however, noise is still seen on the right ventricular (rv) channel, but not enough to cause a non-sustained ventricular tachycardia (vt) episode. Every episode has occurred with an atrial fibrillation episode.